Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficult to position (sleeve steering issue) was due to the reported miskeyed clip delivery system with the steerable guide catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the clip delivery system moved atypically while steering to the mitral valve. This was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. While steering the clip delivery system (cds) to the mitral valve using the m-knob and p-knob, the cds would go in the opposite direction. The a-knob was used to steer to the mitral valve, however, the trajectory was still off. It was commented that the cds was likely mis-keyed with the steerable guide catheter (sgc). The cds was removed and a new cds was used with the same sgc. A total of two clips were implanted successfully, reducing mr to grade 2. There were no adverse patient effects due to the device and no clinically significant delay in the procedure. The patient is in stable condition. No additional information was provided.